Event description:
A tourniquet failed when pressure fell and would not hold pressurization. The patient requirred the re-application of an esmarch bandage. Following evaluaiton by clinical engineering, a leur connection was replaced. A slow leak was also present, for which part s have been orderedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-feb-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, end of life - premature, invalid data. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.